Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine check-up. Upon interrogation, the right ventricular lead exhibited noise. The implantable cardioverter defibrillator could not be interrogated after attempts with multiple programmers. A telemetry issue was noted. The patient was uncertain if a vibratory alert was received. Further investigation revealed the device had reached end of life from a five year battery longevity estimate in (B)(6) 2017. On (B)(6) 2018 both the device and lead were explanted and replaced. The patient was noted to be in stable condition.

Manufacturer narrative:
Maude report was received - mw5074760.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.